Event description:
It was reported that the customer was hospitalized with high blood sugars. Troubleshooting indicated that the device was working properly. The customer had a sinus infection and scar tissue at the insertion site. Instructed to change infusion set and try a different insertion area.